Event description:
Per medwatch notice mw5180378: "this letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported the right ventricular (rv) lead exhibited an insulation anomaly. The lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."